Event description:
Through journal article "optimal timing of expander-to-implant exchange after irradiation in immediate two-stage breast reconstruction" 11 patients reported "postoperative 49-day complication" including "minor infection", "wound necrosis with or without exposure", "hematoma", and "major infection", as well as "implant failure." Additionally, 19 patients reported "postoperative 2-yr complication" including "capsular contracture with or without implant displacement", "implant exposure with or without infection" and "implant failure." Affected sides and statuses of devices are unknown.

Manufacturer narrative:
Article citation: pyon, jai-kyong, bang, sa-ik, optimal timing of expander-to-implant exchange after irradiation in immediate two-stage breast reconstruction, prs journal, feb 2022, 185e-194e (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset), necrosis, exposure, and capsular contracture baker grade unknown.